Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Tandem technical support instructed the customer to reset the pump to resolve the issue. It was also reported an occlusion alarm occurred during bolus delivery. Reportedly, customer straightened tubing to resolve the issue. Customer's blood glucose ranged from 206-280 mg/dl.